Event description:
During a routine hemodialysis treatment the cycler alarmed as venous air was detected in the tubing circuit. After failed attempts to recover from the air alarms, treatment was terminated without rinseback, resulting in a 210cc blood loss. There was no patient injury and no medical intervention was required.